Event description:
Philips received a complaint regarding a v60 ventilator touchscreen malfunction. While the device passed calibration, the lower portion of the screen remained unresponsive during diagnostics. No patient was connected at the time of discovery, and no harm was reported. A remote service engineer (rse) identified the need for a replacement touchscreen and provided the customer with the necessary part information. The device failed to meet product specifications. Investigation and final disposition are pending.